Event description:
Damage to the pump housing surrounding the usb port was reported, affecting the customer's ability to charge the pump. There was no adverse impact on the customer¿s blood glucose level. Customer was provided with instructions to put the pump into storage mode and will use multiple daily injections as a backup therapy. A replacement pump will be shipped as the pump is currently under warranty, and the customer agreed to return the damaged pump within ten days using a prepaid label.